Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 64-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. During impella support and after the implant, flows were 2.5 l. A cannula kink was noted under fluoroscopy and the physician was unable to straighten out the kink. The doctor was happy with the subpar flows and support continued.

Manufacturer narrative:
The investigation into low pump flow has been completed. The data logs confirmed low pump flow when pump started and remained to the rest of the case. Visual inspection revealed a kink on can about 15 mm from of cage and can bonding site. No other issues were found on the rest of the pump. The root cause of low flow was kinked cannula caused by user technique.